Event description:
Rptr had a major and potentially lethal problem with one of MFR's adult anesthesia breathing circuits. This particular one was catalog number 350113, which is a disposable breathing circuit. This occurred at the inspiratory limb just before the wide portion that contains the filter. This was just past the connector site and at the junction where the narrow aspect begins to widen and where the filter is. There was a completely occlusive plastic firm membrane that blocked the flow to the pt totally. The anesthesiologist first checked the pressure in the circuit, and due to the nature of the protective pop-off valve, it did appear as if the problem was just a pt who was tight and somewhat difficult to ventilate. It gave the impression that this might just be some form of bronchospasm. Rptr is writing to inform MFR of this problem, which is to say the least, unusual and unexpected and could be a dangerous continued mfg defect.